Event description:
A customer contacted stryker to report that their device failed to provide shock during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. The customer's device was not returned to stryker for the evaluation. Stryker requested additional information about the device dispositioning; however, no further information was provided. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for further evaluation. The reported issue was able to be verified through review of the electronic patient records during the reported event. The device configuration shows that 'initial CPR' was set to 'on' at the time of the reported event, which is the root cause of the device not analyzing the rhythm for 120 seconds (2 minutes). At the time of manufacture, the device was configured per the guidelines, with initial crp turned off. In addition, the configuration guidelines las uses to further modify the devices before deploying for use, also keep initial CPR to off. The root cause of the device being in 'initial CPR = on' mode can likely be attributed to use error.

Event description:
A customer contacted stryker to report that their device failed to provide shock during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.